Manufacturer narrative:
(B)(4). Per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that the "flow wrap pouch" of one (1) infusor sv2 device produced enough static electricity to allow fragments/pieces of the glass ampule used during the filling of the device to adhere to the pouch. During filling of the device, the nurse obtained an unknown injury due to the adhered glass fragments. There is no additional information. This is report 2 of 2 with the same reported problem from this facility from patient b - nurse.